Manufacturer narrative:
Weight-race: unk. PMA/510k: this product is not marketed in the u.s. Device code: (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that a 13.7mm vticmo13.7 implantable collamer lens of -12.5/2.5/094 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2022 the lens was exchanged with a shorter length lens due to excessive vault. The exchange resolved the problem. Cause is reported as unknown.